Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that around 3am the sensor was reading low below 50 mg/dl and it kept going off until 7am but her blood glucose was actually 88 mg/dl. The customer also mentioned that one night the clip got caught in the plastic part above the needle of the infusion set and caused her a lot of pain. Customer is calibrating 4 times a day and sleeping on her back. She declined transfer for troubleshooting.